Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: when surgeon closed the stapler down on small bowel and hit green button to fire, stapler would not fire. Stapler also appeared to articulate inadvertently on its own in both the surgeons hand and the surgical techs hand. Stapler was reassembled and again would not fire reload. A manual endo gia ultra xl was issued and used to successfully complete the procedure. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. Nothing fell into the patient.

Manufacturer narrative:
(B)(4).